Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that motion calibration was completed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a spine procedure. It was reported that the gantry would not close. There was a reported delay to the procedure of less than one hour. Imaging was aborted. There was no reported impact to the patient. Additional information was received. It was reported that troubleshooting was unable to resolve the issue intra-operative. Additionally, it was noted that two c-arms were used to complete the procedure. It was unknown if a navigation system was in use during the procedure.

Manufacturer narrative:
Additional system service was performed. Covers (product ID bi71000138 / lot # - <(>&<)> product ID bi71000159 were replaced. This replacement was performed for cosmetic reasons and was unrelated to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.